Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
(B)(4). Customer said that the thread is out of the needle. Also said that the thread texture is different (like a multifilament).

Manufacturer narrative:
Samples received: 5 unopened pouches and 1 opened. Analysis and results: there is one previous complaint of this code batch regarding needle detachment. Manufactured (B)(4) units of this code batch, there are no units in our stock. Received five closed samples and one open sample with the needle detached from the thread, and thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Thread surface on the closed samples received is correct and the usual one as can be seen in the picture enclosed. No defects have been found. Tested the needle attachment of the closed samples received and the results fulfil the requirements of the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. The customer will receive a credit note for the units sent as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.